Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event. A common cause of the reported issue can be attributed to an improper user setup, specifically related to the endoscope installation on the arm. Annex c - inv findings desc 1 was updated to c13. Annex d - conclusion desc 1 was updated to d150.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to restart the system and after the restart, customer installed the endoscope and the orientation was correct. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved with customer restarting the system and re-installing the endoscope. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted extended totally extraperitoneal ventral hernia surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope was flipping orientation. Prior to calling, the customer replaced the endoscope and it did the same thing when installed on the arm. The customer undocked and restarted the system to correct the endoscope orientation issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was dissecting at the time of the event. The image was inverted. The event did not involve a reversed control on system arms. The vision orientation did change on its own. The endoscope did move freely with uncontrolled motion. At the time of the event, the system did recognize the endoscope. The surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the surgeon via user interface.